Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the patient had inflammation in the incision site then found a milky greenish liquid. No adverse patient effects were reported. The crt-d was returned.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection. Reportedly, the patient had inflammation in the incision site and was also swollen then found a milky greenish liquid. No adverse patient effects were reported. The crt-d was explanted.